Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the catheter used to guide the left ventricular (lv) lead dissected the coronary sinus. The lv lead implantation was abandoned and no further intervention was performed to resolve the dissection. The patient was in stable condition following the procedure.